Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician replaced the power board to address the customer's reported issue and returned the defective component to carefusion for failure analysis. Failure analysis: carefusion was able to verify the field service technician's reported issue. During initial bench testing, and visual inspection of the power board, fuse f1 was over heated and blown. Carefusion scrapped the power board after failure analysis.

Event description:
It was reported to carefusion that the unit had a blown fuse that was caused by a defective charger. There was no patient involvement. While in service, it was discovered that the fuse had overheated.